Event description:
A malfunction was reported on the pump, and there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the reset process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to report any future occurrences.